Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Additional information was received: 1. The slap hammer used for stem extraction broke. Added 3 hours of surgical delay. 2. The surgeon said that the original implantation date was in 2008. 3. Loosening occurred as there appeared to be a failure between the hip ball and the trunnion.

Event description:
It was reported that the patient had hip replaced by the primary surgeon sometime in 2008. X-rays indicated that patient had a summit stem with an asr acetabular cup. The patient had recently seen the revising surgeon for a painful hip and clicking. The surgeon did state that the patient had elevated cobalt chrome levels in his blood serum. A revision surgery was scheduled to revise the hip. During the revision, it was discovered that the hip ball was loose on the trunion of the summit stem which caused severe damage to the trunion and the inner side of the hip ball. It appears that there was a failure between the hip ball and the trunion which caused severe trunionosis, metal debris, and damage to the implants. Because of the damage that has occurred, all of the implants were explanted. The implants were a metal femoral head, summit stem, and acetabular cup. None of the implants had visible catalog numbers or lot numbers. So none of the products can be identified as to what the products actually are. The surgeon started the hip revision on (B)(6) 2024 at 2:15pm and ended up closing the wound at 5pm because of surgeon fatigue and the patients well being and decided to resume the revision the following day on (B)(6) 2024. The loosening interface and cement manufacturer were unknown. Surgical delay was unknown. Doi: unknown. Dor: (B)(6) 2024. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore adevice history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.